Event description:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 838568) inserted. The report describes a case of dysmenorrhoea ("dysmenorrhea") and uterine leiomyoma ("fibroid uterus"). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted for permanent birth control. On (B)(6) 2012, 2 months 27 days after insertion of fallopian tube occlusion insert, the subject experienced uterine leiomyoma. In 2016, the subject experienced dysmenorrhoea (seriousness criterion intervention required). The subject was treated with surgery (vaginal hysterectomy, bilateral salpingectomy and cystoscopy with device removal on (B)(6) 2017) and surgery (surgery). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the uterine leiomyoma and dysmenorrhoea had resolved. The investigator considered dysmenorrhoea to be related to fallopian tube occlusion insert. The investigator considered uterine leiomyoma to be unrelated to fallopian tube occlusion insert. The reporter commented: her last menstrual period before insertion was on (B)(6) 2012 (she was on 7 day of menstrual cycle). She received toradol prior essure insertion. Both tubes were visualized. Procedure took 3 minutes. After insertion, 3 trailing coils were visible on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pregnancy test urine - on (B)(6) 2012: negative. Company causality comment: this medically confirmed, study case report refers to a female subject who was involved in an interventional company sponsored study (study number: (B)(4)). She had essure (fallopian tube occlusion insert) inserted and experienced dysmenorrhea and fibroid uterus. A vaginal hysterectomy, bilateral salpingectomy and cystoscopy with device removal were performed. Dysmenorrhea is regarded as an anticipated event according to the investigator's brochure for essure. Fibroid uterus is unanticipated. Dysmenorrhea may occur following the essure placement procedure. The investigator considered this event as related to essure. Based on its nature and lack of alternative explanation, company agrees with investigator's assessment and considers the event as related to essure. With regards to the fibroid uterus, the investigator considered as unrelated to essure. Based on its nature and considering that essure has a local action at fallopian tubes, company also agrees with investigator's assessment. This case was regarded as incident because surgical intervention was performed and device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
This (B)(6)-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 838568) inserted. The report describes a case of dysmenorrhoea ("dysmenorrhea") and uterine leiomyoma ("fibroid uterus"). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2012, 2 months 27 days after insertion of fallopian tube occlusion insert, the subject experienced uterine leiomyoma. In 2016, the subject experienced dysmenorrhoea (seriousness criterion intervention required). The subject was treated with surgery (vaginal hysterectomy, bilateral salpingectomy and cystoscopy with device removal on (B)(6) 2017) and surgery (surgery). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the uterine leiomyoma and dysmenorrhoea had resolved. The investigator considered dysmenorrhoea to be related to fallopian tube occlusion insert. The investigator considered uterine leiomyoma to be unrelated to fallopian tube occlusion insert. The reporter commented: her last menstrual period before insertion was on (B)(6) 2012 (she was on 7 day of menstrual cycle). She received toradol prior essure insertion. Both tubes were visualized. Procedure took 3 minutes. After insertion, 3 trailing coils were visible on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pregnancy test urine - on (B)(6) 2012: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2017: after internal review this case was found to be a duplicate of case (B)(4) and therefore will be deleted from bayer database. Company causality comment: this medically confirmed, study case report refers to a female subject who was involved in an interventional company sponsored study (study number: (B)(4)). She had essure (fallopian tube occlusion insert) inserted and experienced dysmenorrhea and fibroid uterus. A vaginal hysterectomy, bilateral salpingectomy and cystoscopy with device removal were performed. Dysmenorrhea is regarded as an anticipated event according to the investigator's brochure for essure. Fibroid uterus is unanticipated. Dysmenorrhea may occur following the essure placement procedure. The investigator considered this event as related to essure. Based on its nature and lack of alternative explanation, company agrees with investigator's assessment and considers the event as related to essure. With regards to the fibroid uterus, the investigator considered as unrelated to essure. Based on its nature and considering that essure has a local action at fallopian tubes, company also agrees with investigator's assessment. This case was regarded as incident because surgical intervention was performed and device removal was required. A product technical analysis is being sought.